Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, the patient underwent an endovascular procedure to treat a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. Additionally, a gore® excluder® aaa endoprosthesis device and multiple gore® viabahn® vbx balloon expandable endoprostheses (vbx devices) were implanted in the visceral vessels. The procedure was tolerated well and the patient was sent home (B)(6) 2026. On (B)(6) 2026, the patient presented with left renal artery occlusion with subsequent infarction. The patient was started on a heparin drip and taken to the operating room on (B)(6) 2026. During the reintervention, the right renal artery required balloon angioplasty and stenting due to extrinsic compression identified intraoperatively. The right renal artery and left renal artery were patent by the end of the procedure. Following intervention, creatinine levels began trending downward. The patient was discharged on (B)(6) 2026.